Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 219 mg/dl. The customer's father stated that he had put the blood glucose and carbohydrates values into the insulin pump, and it suggested an insulin delivery of 15 units. He stated that the insulin pump delivered 8 units of insulin before stopping, followed by the no delivery alarm. The caller reported that he ended up rewinding the insulin pump and treating the customer with a manual injection for the insulin that had not been delivered. He noted that he connected the same infusion set back to the customer. No infusion set nor reservoir would be sent back for analysis. He was advised to monitor the device and to call back if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.